Event description:
The customer reported that a terminal server used with their acuity centralized pt monitoring system would intermittently reboot. The effect of this is to potentially inhibit centralized pt monitoring for one or more pts. There were no pts harmed in any way by the reported product problem.

Manufacturer narrative:
The terminal server connects individual pt monitors to a computer cpu. The terminal server was not returned to welch allyn for eval and investigations of similar malfunctions have been conducted previously. The terminal server is a commercial off-the-shelf item that is not manufactured by welch allyn. The terminal server that is the subject of this support by its manufacturer. Welch allyn responded to the customer's report by suggesting that they replace their obsolete equipment.